Event description:
It was reported that while stimulation was turned off and while the patient was just getting up from a chair, he felt a "sharp, stabbing" pain over his implantable neurostimulator (ins), which was in the left buttock. The patient described it as "being stuck with a wire." He was inquiring how to have the device checked to see if something broke. The patient called his healthcare provider (hcp) and they directed him to call the manufacturer. It was fine now; he just felt it while getting up from the chair. He wondered if he should wait to see if it would happen again or call now, and he decided he would wait to see if it happened again before calling. More than 2 years later, additional information received reported that the ins was explanted in 2013. The patient had not been using it because it was uncomfortable. The battery was placed in the left glute, kind of low, because they wanted to get it where it would not be problematic. However, it burned and it never did stop burning. It did not stop burning until the day it was taken out, then 2 weeks after it was taken out it was like ¿oh thanks goodness.¿ the scar was always flame red and it always looked like a big gash. It was a contrast to when the ins removed, it sealed up extremely quickly. The scar that was darned ugly, the color changed to normal skin color within less than 2 weeks and hardly ever bothered the patient at all. The patient had gone back in after implant and the surgeon looked at it and grabbed a hold of it. It about sent the patient out of his shoes because it hurt so badly, and then it went up to my sacral area and it was all snaked. It was all ¿s¿ curved, so he could bend over and touch his toes and it would flex with him and would no pull and tug. But even that area burned and it just never ever stopped even to the day of the report it still burned. The snaking line burned since implant. It was noted that in 2013, the patient had a massive glute tear and nerves were coming up to the gluteus maximus on the right side. His spinal cord stimulator (scs) was negated because it was put in for very severe low back pain. A rehabilitation hcp found a big bulge there during a physical exam and no one ever check for torn glutes. The hcp checked that the patient had this part that never gave up and was excruciating. Once the patient found out he had the other problem, the device was irrelevant in terms of value or help. The patient was partially still really crippled up and they could not operate on that so they pushed it back in like most people do. It kind of would close it up and be sealed, and they pushed it back in around 8 times in a couple of days. He would go through a serious of bone injections that inflamed the area to force the body back in to trauma and that made the muscles contract very violently and that would seal the hole and then after that it was over. The patient was currently in the middle of one right now. 10 days had to be down after that he had to start exercising again slowly to get used to the glute being back because he lost that. The b rain quit recognizing he lost the use of the right glute and lost the use of most of his left glute and he had to keep trying to get stronger and move on. In the end he was so surprised to find out there was something seriously wrong in the sense of pain and it was just totally not connected to the device or anything he did previously, like the test surgery that he qualified for, for which he was really very hopeful, and then after that they found the glute tear. Nobody had found it earlier because everyone was looking at the spinal cord and that was the problem for them. But they found the spinal column was ok and was intact, except for the neck which they repaired, and now he was out of their realm of knowledge and all they could offer was this ¿supreme elective surgery.¿ it was clarified again that the ins was not placed or set for anything to do with the tear in the right glute and it was for the severe low back pain. The ins did not work to help his pain. In principle it worked but he ended up turning it up and pain would get worse and he would turned it up so high he could not even use his legs and they were like ¿logs on the end of this torso¿. The device was irrelevant in terms of value or help because he was doing physically badly. The stimulator was for his low back pain but it just never went away. It was not like an ache pain, but he felt like a ¿quartered piece of beef¿ and he still did feel like someone was ripping his whole bottom right quarter off and the whole pelvis was unstable. He knew pretty quickly it was not helping his symptoms. He finally gave up on it after probably about a couple of years. ¿I let it work it wasn¿t like instantaneous, especially after we found the glute tear we missed everything.¿ using it was uncomfortable physically, so he decided to ask the hcp to remove it and the hcp took it out. It was noted that the patient had surgeries, his neck was fused, he was in a car wreck, but they were prior to getting the device. He patient was going to donate the patient programmer (pp) and implantable neurostimulator recharger (insr) back to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).